Manufacturer narrative:
On 03/04/2020, the customer emailed medela llc and alleged that she was once again feeling engorged after her pumping session with her pump in style breast pump. She additionally alleged that she believed it might be the pump and inquired about how long it would take to troubleshoot to see whether she could obtain a new pump. The complaint handler emailed the customer some troubleshooting tips and asked her to call in to customer service if the troubleshooting was not successful in helping to resolve the issue. In follow up with a complaint handler on (B)(6)2020 , the customer indicated she had not gone back to her doctor for treatment regarding her engorgement. The customer was subsequently contacted by a complaint handler on multiple occasions, including in writing, requesting that she contact customer service if her issue was not resolved. As of the date of this report, the customer has not replied to the complaint handler nor contacted customer service.

Manufacturer narrative:
Customer service verified breast shield fit with the customer and determined that the 27mm breast shields fit better than the 24mm breast shields. The customer could not complete all troubleshooting steps and stated that she would call back when she was able to. She contacted customer service again the same day and asked if she could try a larger breast shield size before completing additional troubleshooting. The customer was sent 27mm personal fit flex breast shields. In additional follow up with a complaint handler on (B)(6) 2020, the customer indicated she had seen a doctor and was prescribed a topical ointment for a bump on her nipple, which was a result of her engorgement that had started a week before contacting medela. Additionally, she indicated that the 27mm personal fit flex breast shields were more comfortable, having made a difference in her pumping experience, and the engorgement was resolved. The complaint handler asked the customer if she would like to return her 24mm breast shields for testing/evaluation, but the customer refused. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her pump in style breast pump had low suction and she was engorged.